Event description:
It was reported that while conducting the facility review summary on the evis exera ii colonovideoscope.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5. Additional information added to field h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, it is likely that there was difference in handling/reprocessing steps for the subject device between olympus recommendation and the user understanding. However, a definite root cause that led to the malfunction could not be identified. IFU (instruction for use) warns against incorrect reprocessing with the statement: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Based on the observation summary report from an endoscopy support specialist (ess), there were some reprocessing deviations observed during the on-site visit, and they are as follows: advised not to rest the scope on the bed during procedures, and instructed physicians not to pull down on the button but to push it straight down. The ess provided reprocessing training to the user facility staff and supplied them with reprocessing training materials for their reference. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while conducting the free radical scavenger on the evis exera ii colonovideoscope, it was discovered that the maintenance unit was not working properly. The staff was hesitant to place the leakage tester in the water, so they stopped performing leak tests on their scopes. Although the staff did not specify exactly when they stopped the leak testing, they mentioned it was recent. A service review was conducted, and a new maintenance unit and leakage tester were ordered. The issue occurred during reprocessing. There were no reports of patient involvement.